Event description:
The lay user/pt contacted lfs in 2009 alleging inaccurate erratic readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) contacted the pt eleven days later; however, the pt refused to speak to mss in regards to the complaint. The following info is based on the initial call that was placed. The pt mentioned that in the middle of the night, she tested her blood glucose and obtained a 291 mg/dl, and a 342 mg/dl. Results are less than or equal to 20 mg/dl (1.11 mmol/l) or 20%. Readings were taken less than 20 minutes from one another. The pt did not exhibit any symptoms at the time of testing. The pt then ate food and drink. Around 3:30 am, the pt developed symptoms of "fast heart beat". There is no info on whether she tested her blood glucose at that time. She then treated herself with more food/drink. She was not tested on another device and did not seek any further medical attention. A quality control test was not done, since the pt's control solution was expired. Products were replaced. It would have been helpful to know the pt's diabetes regimen and to verify whether the pt had taken any insulin after obtaining the 291 mg/dl and 342 mg/dl. It would have also been helpful to find out whether the pt attempted to test when exhibiting the symptoms and how long symptoms lasted. Products were replaced. The complaint is being reported since the pt alleged that the meter displayed elevated readings and developed symptoms suggestive of hypoglycemia, 3 hours later and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.